Event description:
It was reported that during a procedure involving one onyx frontier coronary drug-eluting stent, dislodgment occurred during delivery to/at the lesion. The balloon became detached from the stent during stent positioning. The stent was re-positioned by default in the patient's radial artery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was a moderately tortuous. Difficulties were encountered removing the stent. There was failure to remove the stent through the introducer. The device was prepped per IFU with no issues noted. B7 patient history provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the guidewire was still in place through the undeployed stent. A small balloon was passed through it, inflated, and then the entire assembly was withdrawn to extract the stent from the coronary network. The stent could not be reintroduced into the guide catheter, probably due to crushing of the proximal portion during the attempt. Complete extraction via the radial approach was considered, but a blockage occurred at the radial artery, just after the humeral bifurcation, causing the patient to experience pain. The decision was then made to implant the stent at this location using a 3 mm balloon inflated to 14¿16 atm. Angiographic control showed good radial patency, with no abnormalities. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion was slightly calcified and type b2 with significant stenosis 50-70% in the middle interventricular artery. The stent was implanted in the radial artery after failure to remove it through the desilet. The device was inspected before use with no issues noted. The device was prepped per IFU. The lesion was pre-dilated. Resistance was not noted while advancing the device to the lesion. No excessive force was used. The device did not pass through a previously deployed stent or cell of a stent. There was no harm to the patient, only the procedure was prolongated. Patient age, sex and weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.